Event description:
The article, "distinctive paravalvular jets of a novel self-expanding transcatheter aortic valve with a unique skirt design", was reviewed. The article is a retrospective, single study experience on occurrences of a horizontally directed jets following a navitor thv implant and its association with the valve's skirt design. Devices mentioned in the study included navitor, triclip xtw, and evolut pro. The article concluded early experience with the navitor thv shows excellent hemodynamic status and a low rate of relevant pvl. Yet cardiologists should be aware of a distinctive pattern of horizontal paravalvular jets potentially caused by the unique skirt design. [The primary and corresponding author is henryk dreger, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, charitéplatz 1, 10117 berlin, germany, with corresponding email: henryk.deger@dhzc-charite.de. The time frame of the study that focused on navitor specific cases was from january 2022 to september 2022. It was mentioned the team also looked at patients who underwent evolut pro procedure from may 2019 to september 2022. A total of 133 patients who underwent navitor implant procedure were included in the study. The average age was 82.6 years and the average gender was male. Comorbidities were not listed. Peri-procedural complications were not reported. Post-procedural complications included paravalvular leak.

Manufacturer narrative:
Review of paravalular leaks after implant of navitor valves was reported in a research article. The article found that when paravalular leaks occurred with navitor valves implanted, some of the leaks had horizontal jets a more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the paravalular leaks could not be conclusively determined.na.